Manufacturer narrative:
(B)(4). For complaint and event involving the same patient see MDR #3010532612-2019-00053 and tc #1900066499. Teleflex received the device for investigation. The reported complaint of helium loss alarm is confirmed based on the customer pictures provided with the complaint report. During leak testing, a small external leak was identified on the mating connection between the iab short driveline tubing to inflation driveline tubing no other leaks were detected. It is possible that the small external leak could cause or contribute to a helium loss alarm; however, the received product did not meet specifications during the complaint investigation due to the external leak from the driveline connection. The root cause of the helium loss alarm is undetermined, but a potential cause is an external leak from the driveline connection. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. A non-conformance has been initiated to further investigate the cause.

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), the staff was receiving helium loss alarms every 20-30 minutes. The volume of the iab was decreased to 26.5cc. The registered nurse (rn) reported no kinking or adipose tissue at the insertion site. No blood was noted in the tubing and all connections are intact. The rn stated that the alarms are not occurring as much since the volume was decreased. The iab was removed from the patient after a successful wean overnight. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). For complaint and event involving the same patient see MDR #3010532612-2019-00053 and (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab), the staff was receiving helium loss alarms every 20-30 minutes. The volume of the iab was decreased to 26.5cc. The registered nurse (rn) reported no kinking or adipose tissue at the insertion site. No blood was noted in the tubing and all connections are intact. The rn stated that the alarms are not occurring as much since the volume was decreased. The iab was removed from the patient after a successful wean overnight. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.